Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps check the switch presets and see if the image size button has been assigned and check is the image release settings under the observation 2 tab in basic user settings. If this is set to on, the image will always be centered as requested. After doing the troubleshooting step the issue was resolved. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had an image alignment issue and the images appeared shifted further to the right. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: g3,g6, h2, h6 and h11. Corrected field: b5. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had an image alignment issue, the images appeared shifted further to the right and black bar appeared on the left side of one image.